Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose level of 895 (mg/dl) and trace ketones. While at the ER, the customer was treated with intravenous insulin and fluids. Reportedly, prior to going to the ER, the customer had changed the infusion set. System check was performed with tandem technical support and showed that the pump was functioning as intended. The customer left the ER with a bg level of 492 mg/dl.